Event description:
It was reported that the patient experienced recurring incontinence with a previous artificial urinary sphincter (aus) due to fluid loss. The specific area of the leak was not known. The device was removed and a new aus was implanted. The patient was doing good after the surgery and no complications were reported in relation to his event. No more information is available at the moment, additional information will be provided if it becomes available.